Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was over 600mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past week. It was stated that the customer treated her high glucose level with manual injections. It was stated that the customer declined to troubleshoot and requested a replacement of the insulin pump. The caller stated that she is taking the customer back to the hospital. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.